Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the exhibited a connectivity failure. A technical support specialist (tss) dialed into the server, ran a server downtime query and confirmed that the communication was fine. The tss then logged into the health sight viewer and confirmed that no critical notices were shown. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis had a connectivity issue and unable to log into machine. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis had a connectivity issue and unable to log into machine. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.